Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number :3006705815-2021-06666. It was reported that the patient experienced ineffective therapy. Diagnostics indicated high impedances on multiple lead contacts. In turn, surgical intervention took place wherein the lead was explanted and replaced. During the procedure, it was noted that the lead was fractured. It is unknown which lead is related to the issue. Therefore both leads are being reported.